Event description:
During a mpe of the 2.7/3.5 mm variable angle lcp elbow system, surgeon reported: on a simple fracture procedure, surgeon tried to insert two (2) 2.7mm variable angle screws into the two distal holes of the va-lcp medial distal humerus plate 2 hole plate. The screws did not lock into the plate when in the nominal position. The screws remain implanted and are not locked to the plate. Ths is 3 of 3 reports for this complaint.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.